Event description:
Procedure: oesophagectomy. According to the reporter: the device misfired after the jaws were positioned and fired. On removal the staples had not been fired resulting in the stomach not being sealed. This further resulted in leakage of vessels and contents of the stomach into the thoracic cavity. Thoracic cavity thoroughly washed out with 0.9% saline and anastomosis then had to be hand-sewn added an extra hour to the procedure.